Manufacturer narrative:
Age at time of event: (B)(6) years. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure withdrawal difficulties occurred. The 90% stenotic lesion was located in a non-bsc stent in the mildly calcified and moderately tortuous proximal right coronary artery. The physician advanced the 10/3.25 flextome cutting balloon to the lesion and completed several inflations at 9atms. Then the physician attempted to withdraw the device but the device got stuck on the stent. The hub was cut and then the physician inserted a thrombectomy catheter and removed the device intact. There were no patient complications. The procedure was completed with the deployment of an unspecified stent. Patient status is reported as "good".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure withdrawal difficulties occurred. The 90% stenotic lesion was located in a non-bsc stent in the mildly calcified and moderately tortuous proximal right coronary artery. The physician advanced the 10/3.25 flextome cutting balloon to the lesion and completed several inflations at 9atms. Then the physician attempted to withdraw the device but the device got stuck on the stent. The hub was cut and then the physician inserted a thrombectomy catheter and removed the device intact. There were no patient complications. The procedure was completed with the deployment of an unspecified stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: visual examination of the device revealed that the hub was detached from the device. The hub was not received for analysis. The midshaft was damaged and stretched. The rapid exchange (rx) bond was also stretched. The core wire was damaged. The balloon had evidence of being inflated with blood in the balloon and shaft. The device could not be inflated due to the damaged shaft. A microscopic examination of the balloon observed that a 5mm distal segment of one of the blades was bent. The tip of the proximal end of the pad of the same blade was lifted from the balloon surface. The balloon was damaged beside the area where the pad was lifted. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).